Manufacturer narrative:
(B)(4). Carefusion technical support advised the biomed to search for leaks in the tubing or connectors. He was also advised to check for proper flows during the extended system testing (est) tests. The biomed was to call back after he does the checking if further assistance is needed. As of may 13, 2015, the biomed has not called back for further assistance.

Event description:
Biomed at a user facility contacted carefusion technical support to report the following event: "vent passes the est tests intermittently. The delivered volumes are within spec but the monitored volumes are not. With 50 set the delivered is 47 but monitored is 42. When he is calibrating the transducer it will not hold pressure." No pt involvement.